Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type, programmer, patient; product ID 3 889-28, lot# v852752, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that there was an issue with regard to impedance: when the manufacturer's representative ran an electrode impedance test, the results came back with dashes under lead results and battery results. The patient was in for a regular programming session and hadn't noticed any decrease in issues with his therapy. The patient was reporting things seemed to be about the same. The representative was notified of this today. The implantable neurostimulator (ins) battery was showing off but the patient did not intentionally turn it off and didn't know it was off. The patient was in to see the hcp (healthcare provider) earlier this week and he suggested meeting with the manufacturer's representative today to do just a battery check. The representative was running his impedance at 2.0v and confirmed this was when he was running a group impedance. The representative hadn't tried increasing the parameters when running impedance. Tech services suggested rerunning impedance at 1.5v and 300 pw. The patient was using electrodes 2- and 3+ on the program he most uses. Tech services reviewed with the representative since electrodes 2 and 3 when tested appear within range and the patient was not having therapeutic issues, we do not foresee any additional issues. The representative confirmed original concern with dashes showing as results had been resolved. No further issues were brought up at the time of the call. The following was noted after bumping up amp and pw: lead results lead impedance- 1197 current- <(><<)>15 battery results capacity- 28-47 longevity- 22-38 impedance c/0- 1120 c/1- 809 c/2- 587 c/3- 549 0/1- 2247 0/2- 2247 0/3- 2247 1/2- 1138 1/3- 1138 2/3- 892 additional information received from the manufacturer's representative noted that regarding when did the impedance issue occur, the issue first occurred when the representative checked the patients stimulator on (B)(6) 2015. Regarding did high/low impedances resolve, it was noted that the issue resolved when the representative ran a second and third impedance test, all values were with in normal range. Regarding was the cause of the impedance issue determined, it was noted: no, however after 3 impedance tests each test came back with values in the normal range. It was noted: was not device related, the programing head may not have been exactly over the patient's battery when the first test was run. No lead fractures were noted. Regarding was any troubleshooting, intervention or other actions taken to resolve the event, it was noted: no. Regarding how was the patient doing now and were they receiving effective therapy, it was noted: the patient was doing fine and receiving therapy.